Event description:
Device 1 of 2. Ref MFR report #1627487-2013-11167. The pt has two scs systems. It was reported, the pt experiences discomfort at the ipg site whether stimulation is on or off. Discomfort is worsened when stimulation is on. Both ipgs are being reported because it is unk which ipg caused the issue.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.